Event description:
The customer alleged that the unit was leaking fluid. There were no reports of injuries.

Manufacturer narrative:
Conclusion: asp assessment: a review of the failure mode and effects analysis (fmea) for asp aer indicates for all related failure modes the overall risk number (rpm) associated with leakage are all below the threshold of 100, therefore no further action is required at this time. Asp will continue to monitor for trends. This complaint was part of a retrospective review conducted by asp.